Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction or pt harm by the customer.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system board was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.